Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: review of the black box and pump download revealed frequent low battery warnings and replace battery alarms recorded. On investigation, the pump powered on and electrical current draws were evaluated and found to be within specification. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.